Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer went to emergency room (ER) with a blood glucose (bg) level of 540 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day (B)(6) 2026 , with the issue resolved and no permanent damage. Customer changed pump supplies to address the issue.